Event description:
It was reported that two copilot bleedback control valve¿s (bbcv) were used during the procedure, however, were noted to be leaking blood at the cap. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The additional device referenced in b5 is filed under a separate medwatch report number. The device was not returned for analysis. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.